Manufacturer narrative:
The biomedical engineer (bme) reported that all their gz transmitters dropped from the wi-fi network at the same time and would not reconnect due to an issue with the certificates. It was not clear whether the devices displayed a "comm loss" error message when they dropped. They had replaced all certificates for the wireless nk devices between 11/2025 and 02/2026, and all had been working since then. In ise they received a "12520 eap-tls failed ssl/tls handshake because the client rejected the ise local-certificate" message. All the bsm-1700s, which have the same ca certificates, generated in the same way, never disconnected. They ensured the username and password were correct and tried to generate new certificates but could not resolve the issue. The customer was unresponsive to numerous attempts to obtain additional information by both nk's qa and network teams. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that all their gz transmitters dropped from the wi-fi network at the same time and would not reconnect due to an issue with the certificates. It was not clear whether the devices displayed a "comm loss" error message when they dropped. They had replaced all certificates for the wireless nk devices between 11/2025 and 02/2026, and all had been working since then. In ise they received a "12520 eap-tls failed ssl/tls handshake because the client rejected the ise local-certificate" message. No patient harm was reported.